Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "an incident" with their implantable cardioverter defibrillator (ICD). The patient stated they "had an angio, it did not turn on. I was out for thirty-eight seconds." Patient went on to state that "the nurse was pounding on my chest" and "I could have died on the table. The doctor is telling me it tried to correct itself and it came on. I didn't feel a shock I didn't feel anything." The device remains in use. No further patient complications have been reported as a result of this event.